Event description:
It was reported that the pump was alarming for "possible helium loss 2" every 15 minutes. No blood was noted in the gas tubing. The pump failed the leak test. As a result, the pump was swapped out for another. No patient harm or injury. The patient status is reported as stable and fine.

Manufacturer narrative:
(B)(4). The reported complaint of persistent "possible helium loss 2" alarms was confirmed based on the attached pictures. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarm. The root cause of the complaint was undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was alarming for "possible helium loss 2" every 15 minutes. No blood was noted in the gas tubing. The pump failed the leak test. As a result, the pump was swapped out for another. No patient harm or injury. The patient status is reported as stable and fine.